Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found float switch to be stained red, pcb, power switch and retainer need upgrading, enclosure noted to be stained red in water tank, and both covers were cracked. Device was powered on and tank was filled with water. The connection between the pcb and power switch noted to be damaged. The problem source has been determined to be device design.

Event description:
Information was received that device had no power function. No patient involvement.